Event description:
It was reported that lead was attempted to be implanted but not used as there was difficulty in getting the stylet down the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and was found to have blood/body fluid on the distal conductor that obstructed its operation. It was also noted that the inner insulation was kinked buckled.